Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically fractured due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant.the analyst noted the full lead was returned with the helix missing. According to the report, the lead was removed using traction which saw the helix of the lead extend and then snapped. The fractured portion remains intracardiac, which was confirmed by x-ray. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Outcome: hospitalization and intervention unchecked. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead exhibited high thresholds at multiple locations. The decision was made not to implant the lead and when the lead was attempted to be explanted, the helix would not retract. A catheter was used to aid in removing the lead and traction was used. The lead helix stretched, then fractured. The fractured portion of the helix remains intracardiac. Another lead was used to complete the procedure. No further patient complications have been reported as a result of this event.